Event description:
A malfunction alarm was reported, identified by code malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to report any future malfunctions.